Event description:
It was reported that during an unknown procedure the device misfired. The second one fired fine. The male and female came divorced during firing. The upper rectum was torn and they had to resect more resulting in a covering ileostomy. The patient is alright. The surgery was delayed an unknown amount of time. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 5/16/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. Additional information was requested, and the following was obtained: was there any blood loss? No more than expected. What is the patient outcome? Successful surgery, no leak, normal recovery. How is the patient doing post op? Good, no leak, at home now. Did the patient end up with a stoma? No.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.